Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the access 2 immunoassay system. Customer tested a patient sample for accutni and obtained a result of 8.59ng/ml. Subsequent testing on additional samples also produced elevated results of 8.45 and 7.14ng/ml. The erroneous results were reported outside of the laboratory and questioned by the doctor. These samples were then tested on an alternate methodology which produced negative results of 0.0ng/ml. Patient was admitted to ICU for observation, but there was no change of treatment reported to customer.

Manufacturer narrative:
Customer product line support (cpls) was not able to confirm interference in the returned sample. Customer is not questioning product performance. Service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.